Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: on (B)(6) 2025, the patient underwent uterine fibroid embolization. Access of the right common femoral artery was gained via ultrasound guidance. The procedure was complete without complications. After the procedure an angiogram was performed to confirm proper right common artery sheath placement. The 6 french angio-seal device was placed without complication, and the patient was discharged the same day. Upon calling the patient for follow up, the patient had concerns about groin pain and swelling at the access area. The patient was brought back in on (B)(6) 2025. It was noted she had a hard lump under her skin, and an ultrasound was performed to assess the insertion site. The patient was diagnosed with a pseudo aneurysm. The site was prepped, thrombin was inserted into the aneurysm, and hemostasis was achieved. The patient was considered stable and discharged the same day. The blood loss was less than 250cc. The patient did not have a history of bleeding disorder, and the patient was not on daily blood thinning medication. Multiple sticks were not performed to gain arterial access. The posterior wall of the artery was not punctured. Puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. The patient did not have any blood thinning medication, thrombolytics, or platelet aggregators during the procedure.

Manufacturer narrative:
E3: occupation: interventional radiologist. This report is being submitted as follow up no. 1 to provide a correction to section e1, "dr." Was inadvertently input, a correction to section e3, and provide the completed investigation results. The actual device was no longer available; therefore, an evaluation of the actual device was unable to be conducted. The angio-seal device was not returned for evaluation; therefore, a definitive root cause could not be determined. The device appears to have been fully deployed during initial use. However, a pseudoaneurysm formed postoperatively. Sufficient details regarding the harm and the adverse event were not provided, and a cause for the event was unable to be identified based on the available information. As a result, the complaint was confirmed. The exact root cause cannot be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).